Event description:
This spontaneous report was received from a spanish physician and concerns a female patient. She as injected with radiesse, into the cheekbone region and mandibular angle (off label use of device), on (B)(6) 2023. Batch number was reported as a00106110 (expiry date: 02/2025). The batch record review was received and the lot number for radiesse was confirmed as a00106110 (expiry date: 02/2025). A lot search in the global safety database was conducted. The patient was injected in facial vectors with a cannula. The patients previous aesthetic treatments included deneb classic-h (lot number dbvoacxx2207b), on (B)(6) 2023 and revolax (lot number cld22017b) with deneb classic-h (lot number dbvoacxx2210c), on (B)(6) 2023. On (B)(6) 2024, 119 days after the radiesse injection, the patient experienced late swelling in the treated area. The physician prescribed dacortin. On (B)(6) 2024. The physician noticed an inflammatory process. The dacortin had not reduced very well the swelling. The physician prescribed antibiotics. On (B)(6) 2024 the patient still had inflammation, so she was prescribed ceflazacort for a 20-day course. After 9 days the patient noticed a decrease in swelling in the angle of the jaw, but the cheekbone swelling had gone down a little but was still hard. Due to the provided information, the outcome of the event inflammation was considered as resolving. Due to the provided information, the outcome of the event hard was considered as not resolved. Follow up information was received on 22-apr-2024: the physician reported that the patient received a top-down course of corticosteroid therapy and there was little improvement. The patient tried to remove radiesse, in colombia with her usual plastic surgeon, with a cannula, but it was not possible as it was very indurated. Due to the provided information, the outcome of the event hard was considered as resolving. The outcome of the event inflammation remained unchanged. Follow up information received on 25-apr-2024: this case was upgraded to serious, due to permanent damage. The patients age, weight (67 kg) and height (167 cm) were provided. She was 32 years old at the time of the event. The patient was injected subdermally with a total of 1.5 ml of radiesse. Each side was treated with 0.75 ml. Used cannula size was 25g/50 and 1 vial was injected. Used technique was retrotraction. The treatment was performed in vectors to generate structure and avoid flaccidity. On the same occasion, she was injected with revolax fine, for hydration and lip contouring and with revolax sub q, in a supra-periosteal plane as a chin filler. The patients previous aesthetic treatments included buttock augmentation with 4 vials of deneb classic h, using a cannula, on (B)(6) 2022. There was filling with one vial of ellance s in malar region, sng and marionette lines, using a cannula (as reported) and lip profiling and hydration with revolax fine 1 vial. The patient also previously had filling of the posterior region of the cheekbones and mandibular angle in supraperiosteal plane, on (B)(6) 2023. She was injected with 0.8 and 0.6ml respectively with revolax sub. Gluteal filler was performed with 2 vials of deneb classic h. The patient had a filling of nasolabial folds with ravolax sub q 1 vial in deep dermis, on (B)(6) 2024. She had never had complications due to previous aesthetic treatments. She had no surgical interventions in the past. The patients medical history included an allergy to breast prostheses. Concomitant medication was reported as none. On (B)(6) 2024 was the onset of the reaction in the cheekbones and mandibular angle. Four months after the injection, the patient suffered from inflammation and hardening of the treated area. The patient was treated with dacortin for 7 days and deflazacort for 20 days and an antibiotic. After the steroid treatments the inflammation and hardening in the cheekbone region persisted. She was not hospitalized. The outcome of the events was reported as not resolved (changed from resolving). In the opinion of the reporter, the events were of moderate intensity, not life threatening, did not result in a newly diagnosed chronic disease, were permanent and related to radiesse.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the events inflammation (injection site inflammation) and hard (injection site induration) were deemed to meet serious injury criteria of permanent damage. The device history record of radiesse injectable implant, lot number a00106110, was reviewed. The lot search was conducted on the reported lot and no similar events were noted. The lot contains non-conformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event.